Event description:
It was reported that approximately eight years and five months following the implant of this transcatheter bioprosthetic transcatheter valve, the patient developed worsening shortness of breath (sob) and atypical chest pains. After a few weeks, the patient presented to the emergency department (ed). Acute pulmonary edema was noted and diuresed with intravenous therapy (IV) furosemide. New atrial fibrillation (afib) was observed and treated with apixiban. Transthoracic echocardiogram (tte) was performed and showed heart failure with preserved ejection fraction (hfpef). A failed valve with severe aortic insufficiency (ai)/aortic regurgitation (ar) was identified. The valve failure mode was later reported as severe transvalvular ar. Troponin was negative and n-terminal (nt) pro b-type natriuretic peptide (bnp) test was 1970 picograms per milliliter (pg/ml). The patient was transferred to a hospital for evaluation for a redo transcatheter aortic valve replacement (tavr). A computed tomography (CT) was performed and a transcatheter aortic valve (tav) in tav was performed four days after presenting to the hospital. A second non-medtronic transcatheter bioprosthetic transcatheter valve was implanted. The ar and acute hfpef exacerbation resolved with no sequelae. The afib remained ongoing and was reported as being possibly precipitated by the recent tav failure.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b3. Date of event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately eight years and five months following the implant of this transcatheter bioprosthetic transcatheter valve, the patient developed worsening shortness of breath (sob) and atypical chest pains. After a few weeks the patient presented to the emergency department (ed). Acute pulmonary edema was noted and diuresed with intravenous therapy (IV) furosemide. New atrial fibrillation (afib) was observed and treated with apixiban. Transthoracic echocardiogram (tte) was performed and showed heart failure with preserved ejection fraction (hfpef). A failed valve with severe aortic insufficiency (ai)/aortic regurgitation (ar) was identified. The valve failure mode was later reported as severe transvalvular ar. Troponin was negative and n-terminal (nt) pro b-type natriuretic peptide (bnp) test was 1970 picograms per milliliter (pg/ml). The patient was transferred to a hospital for evaluation for a redo transcatheter aortic valve replacement (tavr). A computed tomography (CT) was performed and a transcatheter aortic valve (tav) in tav was performed four days after presenting to the hospital. A second non-medtronic transcatheter bioprosthetic transcatheter valve was implanted. The ar and acute hfpef exacerbation resolved with no sequelae. The afib remained ongoing and was reported as being possibly precipitated by the recent tav failure.

Manufacturer narrative:
Updated data: h6. Codes were added. Conclusion: the suspect device remained in the patient at the time this investigation was completed; therefore, analysis of the product could not be performed. The device history record (DHR) was reviewed and showed this product met all manufacturing specifications for product released for distribution. Documentation showed all processes were carried out according to documented manufacturing procedure and all inspection criteria were met. All materials used complied with the requirements of the DHR. No issues were identified that would have impacted this event. Trends for these event types are assessed and no further action is recommended at this time. Central regurgitation, can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, no definitive root cause can be determined; however, the patient¿s calcified anatomy is likely a contributing factor. Conduction disturbances, including atrial fibrillation, are known potential adverse effects per the device instructions for use and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the transcatheter aortic valve replacement. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. With the information available, no root cause can be assigned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately eight years and five months following the implant of this transcatheter bioprosthetic transcatheter valve, the patient developed worsening shortness of breath (sob) and atypical chest pains. After a few weeks the patient presented to the emergency department (ed). Acute pulmonary edema was noted and diuresed with intravenous therapy (IV) furosemide. New atrial fibrillation (afib) was observed and treated with apixiban. Transthoracic echocardiogram (tte) was performed and showed heart failure with preserved ejection fraction (hfpef). A failed valve with severe aortic insufficiency (ai)/aortic regurgitation (ar) was identified. The valve failure mode was later reported as severe transvalvular ar. Troponin was negative and n-terminal (nt) pro b-type natriuretic peptide (bnp) test was 1970 picograms per milliliter (pg/ml). The patient was transferred to a hospital for evaluation for a redo transcatheter aortic valve replacement (tavr). A computed tomography (CT) was performed and a transcatheter aortic valve (tav) in tav was performed four days after presenting to the hospital. A second non-medtronic transcatheter bioprosthetic transcatheter valve was implanted. The ar and acute hfpef exacerbation resolved with no sequelae. The afib remained ongoing and was reported as being possibly precipitated by the recent tav failure.

Manufacturer narrative:
Updated data: b3, d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.